Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to electrode showing pacing impedances high, out of range. In addition, many noise events were created. This patient is pacer dependent. There was no obvious fracture or insulation issue seen by fluoroscopy at time of replacement. This lead was successfully replaced. No additional adverse patient effects were reported.